Manufacturer narrative:
The device was returned to the MFR for investigation. According to the quality engineer, there was no evidence of damage found inside the collet, and the collet operated properly. The complaint could not be duplicated.

Event description:
It was reported that metal shavings were coming out of the attachment. No additional info was received regarding the use of the device or if there was any pt involvement.